Event description:
Pt received mentor saline implants. He told pt that the salines were completely safe and in the "very rare" chance that the implants would leak or break that the salt water would be harmlessly absorbed into body. In 2/1996 pt went for their first consultation with the plastic surgeon. The only other complications that he discussed with pt were the normal risks with surgery, infection and anesthesia problems. When pt got the paperwork to sign with numerous other warnings on it pt asked questions and was assured that those were only because of the problems with the silicone -- not saline. The operation was schedueld. Nine months later he scheduled pt for another operation as pt had developed capsular contracture. They both had to be removed and reinserted. With in a few hours one of pt's implants had completely deflated. Pt was very scared and called their plastic surgeon's emergency service. Pt was back in for surgery to have the implant replaced. Apparently the valve had failed and leaked. He said that this was very rare. Shortly after this pt started having a lot of headaches. Pt was treated for migraines and allergies. Then pt started getting severe cramping and muscle spasms in neck and shoulders and had to be put on muscle relaxers. Health got worse and worse and pt was very much in pain most of the time and extremely stressed out. Pt saw numerous drs and was treated with anti-depressants as they felt the anxiety was caused by the chronic pain. Every flu or virus that comes along, pt gets it. The headaches were getting worse and pt started seeing neurologists and chiropractors and massage therapists, and finally a pain management dr as a last resort. Thankfully, pt did mention implants. He then asked if pt had ever had a leak. Pt started researching and became extremely terrified after finding several different web sites with other women's breast implant horror stories. After doing a lot of soul searching and research pt decided to have them removed. Pt went back to implanting plastic surgeon to ask him to do it. Pt mentioned all of the info found out and told him. They did not want to risk health anymore. His attitude completely changed at this point. He said that pt needed to wait another 6 months as he was sure that pt would change their mind. Pt said that there was no possibility of them changing their mind but he wouldn't listen. Pt told him that they were scared and would gladly pay for the operation. Pt wasn't asking for a freebie. He treated pt horribly saying that pt needed to be tested for cancer and other diseases as illnesses were probably from one of those and he couldn't operate if pt had cancer. Pt assured him several times during the conversation that they would have all of the tests performed that he felt necessary to rule those out first. At this point in his office pt started crying and begging him to please put them on his schedule as he is pretty booked all of the time and in the meantime pt would have all of the testing done he needed. He walked out of the room while pt was talking to him. Pt had another appointment with a different dr. Upon seeing him he agreed to remove them based on pt's findings and scheduled operation. Within about three months pt was under the knife for the fourth time, this time for total removal.